Event description:
It was reported that an external fluid leak was observed in the "line below the filter" of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed that the set dialysate pump segment was cut. Black marks on the pump segments indicated that the set was loaded onto the machine as the marks were left by the machine rotor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition is verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.